Manufacturer narrative:
(B)(4). Report source: taiwan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product will be returned.

Event description:
It was reported that after the device was fired for the first time, the anchor cannot come out. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to visual examination of the provided pictures identified the juggerstitch device has been used; discoloration can be seen on the suture threads. Due to the picture quality, it cannot be verified if the anchor is still within the needle or how many times the device has been cycled. Product information verified via patient label on bag containing the used juggerstitch. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), reported event was confirmed as visual examination of the returned product identified the device has been cycled and the anchors remain in the needle. The needle has fractured off the inserter handle. Fracture analysis has been previously analyzed iwhere bending overload was identified as the mode of failure. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event remains the same; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.